Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose level of 0.8 mmol/l; the patient described symptoms of not being able to speak, like drunk person. The patient reported removed the pump and treated with oral carbohydrates. The patient stated that prior to the event, blood glucose levels were 18.4 mmol/l; the patient reportedly ate lunch and delivered a bolus for the blood glucose and carbohydrate intake. The patient indicated that about an hour and a half later blood glucose levels were low. The patient indicated that the pump appeared to be delivering too much insulin. The patient stated that when delivering two units of insulin it seemed like the pump was delivering 8 units. The pump history was reviewed and confirmed that the pump appeared to be delivering correctly. Customer support advised the patient that no pump defects were found. The patient did indicate that activity during the day was increased as the patient was out all day at appointments but felt that the pump was the cause of the blood glucose. This report is made based on the allegation of a hypoglycemic event related to an allegation that the pump was delivering excess insulin.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.